Event description:
The customer returned the product for the corrosion on the springs at the bottom of the battery compartment, and during physical inspection it was found that the downstream occlusion (dso) seal was detached. After investigation the results indicated a reportable malfunction due to the detached dso seal. This event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a detached downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the detached dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.